Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom intermittent function of the decimal button caused by a failed keypad. As a result, the failed keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had intermittent function of the decimal button. There was no pt involvement.